Event description:
It was reported to philips that the wireless footswitch was not working. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed by using the same wireless footswitch. During onsite visit, the philips field service engineer (fse) analysed the system and identified the wireless footswitch lost all led functionality, due to which customer was unable to determine the operational status of the device. To resolve this issue, fse proactively replaced the wireless footswitch and returned to philips for further analysis. The analysis confirmed the malfunction in wireless footswitch and identified the battery leds was not illuminated upon activation and the battery indicator failed to blink. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and , procedures can be completed using the same wireless footswitch is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation's outcome.